Manufacturer narrative:
The device was not returned.

Event description:
It was reported to nevro that the patient experienced skin erosion at the lead site. The physician removed the device and plans to reimplant once the incision has healed. There have been no reports of further complications regarding this event.